Manufacturer narrative:
During motor rewind, the unit returned an unexpected pump error 37. After further review of the unit's interior, found traces of corrosion on the home motor switch due to insulin leaking into the unit. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the pump error 37.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had error alarm. Customer stated that they were able to clear the alarm and but were unable to rewound the insulin pump as the piston was not moving. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.